Event description:
It was reported that during implant and prior to insertion of the right ventricular (rv) lead the helix was exercised and it appeared to jump/snap in and out all at once/suddenly. Therefore, the rv lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.